Event description:
It was reported that the patient had an infection and it was stated that the surgeon is giving the patient antibiotics to treat. Device history records were reviewed for the generator and lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.